Manufacturer narrative:
An event of embolism was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a pfo procedure, a 9-pfo-025 (lot. 7270612) was placed with delivery 9-itv09f45/80 (lot. 7218636). Following verification of the correct positioning of the device, the device was released. After the release the right disc crossed the septum secundum. It was therefore decided to recapture the device with a 35mm goose neck. Once hooked the device with the goose neck the hooked the device migrated to the left atrium and after a short time it lost contact with the goose neck and migrated to the descending aorta. A right femoral artery access was then taken, a 9-itv12f45/80 (lot. 6284858) was inserted. With a 35mm goose neck the device was recaptured and it was brought in the delivery sheath and removed by the patient. The pfo was then closed by positioning a 9-pfo-035 (lot. 7241144) with delivery 9-itv09f45/80 (lot. 7218636). Following verification of the correct positioning of the device, the device was released. Following release, the device was correctly positioned.